Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 (B)(4) stent partially deployed. The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.    A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the bronchi during a stent placement procedure performed on (B)(6) 2014. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the physician advanced the stent to the target site and attempted to deploy the stent when resistance was met and the deployment suture could not be released. The stent was partially deployed by 1 cm and was removed from the patient. The procedure was completed with two ultraflex tracheobronchial stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.